Event description:
It was reported that an alert triggered due to high right ventricular (rv) coil impedance. It was also noted that the rv coil impedance was fluctuating. A fracture was suspected. The rv lead remains in use and a revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d224drg ICD implanted: 2011-(B)(6). (B)(4).